Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2015) is considered to be the best estimate. This supplemental emdr represents the perfix plug (device 1). An additional supplemental emdr was submitted to represent the ventralex st patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralex st patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015- patient was diagnosed with recurrent periumbilical hernia, recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1) and ventralex st mesh (device 2). Per op notes, ¿a right inguinal incision was made, the scarred external oblique aponeurosis was separated. The hernia sac was dissected and freed up. A perfix plug (device 1) was inserted through the internal inguinal ring and secured with sutures. Then a transverse supraumbilical incision was made. Hernia sac was accessed and was identified with some small bowel at the bottom of the hernia sac. Separated the hernia sac from the fascia. A large ventralex st mesh (device 2) was placed against the anterior abdominal wall and secured with sutures to repair the defect.¿ (B)(6) 2022- patient was diagnosed with recurrent ventral hernia, adhesion, pain thereby underwent laparoscopic repair with partial excision of ventralex st mesh (device 2) and implant of synthetic mesh. Per op notes, ¿incision was made at the left upper quadrant palmer¿s point. Omental adhesions to the anterior abdominal wall and prior hernia repair site were lysed, the omentum in the hernia and adhesions to the hernia sac were lysed. Part of the prior mesh (device 2) that was not peritonealized was excised. A synthetic mesh was placed into the abdomen and secured with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol ventralex st patch (device #2). Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralex st patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.